Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads had dislodged two days post implant. The leads were repositioned, however the ra lead then dislodged a second time. The implanting physician indicated that the lead dislodgements were due to patient non-compliance following implant, and/or due to the enlargement of the patient's right atrium. The ra lead was removed, and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.